Event description:
It was reported that the patient underwent an initial total knee replacement on the left side, followed by two joint aspirations, one injection, two knee revisions, and an additional aspiration and injection. Subsequently, the patient is still experiencing residual fluid at the wound site. As a result, approximately 4 months after previous revision, the patient underwent an additional joint aspiration of fluid and cortisone injection of the left knee. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 02-010-06-0230 - tru cc femoral size 3 left: (B)(6); 02-022-44-3013 - truliant tib imp psc insert sz 3, 13mm: (B)(6); 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t: (B)(6); 02-012-61-2000 - tru offset stem ext coupler, 2mm: (B)(6); 02-012-61-6000 - tru offset stem ext coupler, 6mm: (B)(6); 200-07-32 - advanced patella 32mm 3 peg implant: (B)(6); 02-012-66-2000 - metaphyseal tibial cone, ml32mm: (B)(6); 02-012-60-1680 - tru stem ext 16mm x 80mm: (B)(6); 02-012-50-2014 - tru tib aug 1/2 rl sz 2, 10mm: (B)(6); 02-012-60-1280 - tru stem ext 12mm x 80mm: (B)(6); 204-70-00 - tibial stem ext. Screw: (B)(6); 02-012-50-2013 - tru tib aug 1/2 rm sz 2, 10mm: (B)(6); 208-05-03 - cc distal fem augment sz 3, 5mm: (B)(6); 208-06-03 - cc distal fem augment sz 3, 10mm: (B)(6); 208-07-03 - cc posterior fem augment sz 3, 5mm: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the joint effusion reported cannot be conclusively determined and the reported event could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected. H6: corrected investigation clinical codes. H10: 1038671-2025-02133, 1038671-2022-00933, 1038671-2025-02132, 1038671-2025-02131.